Event description:
It was reported that the pacemaker was implanted after the patient experienced a single syncopal episode. During the surgery, the physician had difficulty implanting the atrial lead. The "j" shape at the time of implant was very wide under fluoroscopy. Extra slack was given before suturing the lead down. One day post implant, prior to patient discharge, the atrial lead had dislodged and was not sensing or capturing. The patient was in his own rhythm at 90 bpm.